Event description:
The following has been reported: tubing set problem. A preliminary review of the device log files could not be performed. The device was returned for evaluation. Upon return, log files were reviewed and revealed a valve 1 leak failure. The device was attached to a bracket and powered on, no alarms or errors were observed. The device was run through a mock infusion and no alarms or errors were observed. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was identified. The pneumatic system was run through testing and failed during the hardware test. The testing software indicated that there was a valve 1 and 6 leak failure. The tank body was inspected for damage and cracks were found on the positive and negative sides of the tank. The tank was replaced during investigation and the pneumatic system was tested again. The system passed both recharge and hardware testing. Reporting as a conservative measure due to the valve leak failure identified during investigation. No adverse effects were reported.